Event description:
It was reported the patient's blood glucose level rose to 347 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition, the patient experienced swelling and bleeding at the infusion site. As treatment for the hyperglycemia, pod was removed and bolus was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred. Blood was observed on the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising or skin swelling and no issues were found. The exact cause of the bleeding/bruising or skin swelling could not be conclusively determined.